Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial number (B)(6)) overheating could not be confirmed through this analysis. The heartmate ii system controller was returned for analysis. The controller was able to operate a mock circulatory loop for an extended period of time with no issue or alarm and passed all functional testing. After an extended operation of a mock circulatory loop, the temperature was measured at various points on the controller. These measurements were observed to be within the typical range of an operating controller, and the controller did not feel warm to the touch throughout testing. The submitted and downloaded log files contained data from 09sep2025 through 13oct2025. Pump stoppages were captured on 11oct2025. During these events, the controller was supplied with external power. These alarms are further discussed under the pump investigation under this event. There were no other notable alarms related to the controller in the log files. Information provided indicated that the new controller the patient is using does not get as hot as the old controller (serial number (B)(6)). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The controller appeared to operate as intended and no correlation between the controller and the pump stop was established. A root cause for the reported temperature increase could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system IFU, rev. A, and the heartmate ii patient handbook, rev. A are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect alarms. The patient handbook section 2, entitled ¿how your heart pump works¿ informs the user not to place the system controller on bare skin for an extended period of time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The IFU, section 8, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had two speed drops to 7500 rpms with corresponding low flow alarms less than 2.5 lpm. Log files were submitted for review and captured ten pump stops and eight low speed advisories on (B)(6) 2025. These alarms appeared to have occurred while the patient was connected to wall power and batteries. There were no other unusual events recorded in the log file event history. It was said that the patient was asymptomatic during the event and had rescues tape on their driveline from past tears to the silicone. It was also noted that the patient is very active with their two children and has had no significant weight changes. The system controller was exchanged, and additional log files were submitted for review. There were only two lines of data available post system controller exchanged, but the visible data appeared to be normal. Submitted images of the driveline also revealed no obvious standpoint of damage internally or externally. This was phase to phase short where two or more wires have insulation damage. Additional log files were submitted for review. It appeared that the patient had no alarms since the system controller exchange. The patient also noted that their new system controller does not get as hot as their previous system controller. It was also noted by technical services that the new system controller was set up between 1500-1503 and was connected to patient at 1527 on (B)(6) 2025.